Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The issue was observed during pre-use set up and did not come in contact with the patient. No patient harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was recommended to replace the touchscreen. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.

Manufacturer narrative:
Date of report: 27jul2021. There was no patient involvement.

Event description:
The touchscreen is out of spec even after calibration.